Event description:
It was reported by the customer that the patient developed an unstageable wound described as a stage 3 or 4 by the customer on their sacral/ coccyx after being placed on the bed. Specific details of medical intervention were not provided, however the customer states that no procedures/ surgery were needed and the patient has since been discharged home. The bed was located at the account. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Inspection of the bed by a hillrom technician noted multiple layers of linen used. No problems were found, and bed was functioning as designed. The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Stage 3 and 4 pressure injury involves full thickness skin loss potentially extending into the subcutaneous tissue layer, tendon, muscle, or bone. Although the device functioned as designed, stage 3 and 4 pressure injuries meet the definition of serious injury; therefore, hillrom is conservatively reporting this event as a serious injury.